Event description:
It was reported to technical services that the external pulse generator was "broken," that was the only information that came from the floor. The generator was returned for service. There was no indication that there was any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to technical services that the external pulse generator was "broken," that was the only information that came from the floor. The generator was returned for service. There was no indication that there was any patient impact associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the generator was "broken," as the lower case was determined to be broken. Analysis also found the battery release, keyboard and lead flex cover contaminated, the ring cover and ring missing and the battery drawer broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.